Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure on (B)(6) 2015. According to the complainant, during the procedure, the suture broke when trying to throw the first arm of the mesh. The needle was found lodged in the capio device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) lead suture broke. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.